Manufacturer narrative:
The reported event states that an elective explant of evoke scs system was performed. The patient¿s requested this prior to an upcoming, planned cosmetic procedure.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a full system explant because of a planned cosmetic procedure. The evoke scs system was explanted.